Event description:
The customer reported that their battery was defective. There was no pt involvement.

Manufacturer narrative:
Pr# (B)(4). A f/u report will be submitted once the investigation is complete.